Event description:
It was reported that a 46-year-old caucasian female patient underwent primary breast augmentation with 600cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The patient has consulted with the healthcare professional. As a result, the device will be explanted on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. D6b explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2023, mentor became aware of the following and corresponding fields have been updated on this form: date of bilateral replacement surgery with catalog number 3506004bc; serial number (B)(6) on the right side, and with catalog number 3506004bc; serial number (B)(6) on the left side was (B)(6) 2023; field d6b has been updated on this form accordingly patient suffered chest injury and experienced bilateral capsular contracture; baker grade ii in addition to left side rupture; corresponding codes have been updated under section h. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade ii. On september 27, 2023, the mentor failure analysis lab received the device for evaluation. On october 2, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 600cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: pc-001406572